Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation, a 2.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion despite repeated attempts. The physician decided to remove the stent, perform additional dilation and re-advance the same promus element ¿ long stent. However, as soon as the stent was pulled out, the physician noted that the distal edge of the stent was deformed. The physician stated the damage was due to repeatedly pushing the stent across the lesion with excessive force. The procedure was completed with another 2.50x38mm promus element long stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the distal edge flared and stretched out and struts at the proximal end distorted and bunched. The stent was pulled distally exposing the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of severe damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Once the stent delivery system has been removed do not re-use." (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation, a 2.50x38mm promus element long drug eluting stent was advanced but failed to cross the lesion despite repeated attempts. The physician decided to remove the stent, perform additional dilation and re-advance the same promus element long stent. However, as soon as the stent was pulled out, the physician noted that the distal edge of the stent was deformed. The physician stated the damage was due to repeatedly pushing the stent across the lesion with excessive force. The procedure was completed with another 2.50x38mm promus element long stent. No patient complications were reported and the patient's status was stable.